Manufacturer narrative:
The report of a disconnected sealed outflow graft bend relief was confirmed via evaluation of the two x-ray images submitted by the customer. Both images displayed the sealed outflow graft bend relief detached from the graft nut. There were no reported issues from the hospital regarding the connection of the sealed outflow graft bend relief at implant. The evaluation was unable to conclusively determine when the sealed outflow graft bend relief became disconnected; however, the pt remains ongoing with no clinical symptoms. No reported action was taken by the hospital to correct the sealed outflow graft bend relief disconnect. No product was returned for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. Report of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 17 months post-implant, an x-ray revealed that the outflow graft bend relief had a potential disconnection and the pt will be readmitted for further evaluation.